Manufacturer narrative:
E: suzuki, t.; smith, w.r.; stahel, p.f.; morgan, s.j.; baron, a.j.; and hak, d.j.: technical problems and complications in the removal of the less invasive stabilization system. Journal of orthopaedic trauma, 24(6): 369-73. No part and lot number provided. MFR site, MFR date and 510k/PMA number cannot be determined without a part and lot number. No conclusion can be drawn, investigation not complete. No part and lot number provided, no product returned for investigation. Device history record review cannot be requested without lot number of the device.

Event description:
During a pd journal review, it was noted that 33 pts underwent liss plate removal. The specific reasons for plate removal were symptomatic implants after bone union (21 cases), nonunion requiring additional fixation (12 cases), early loss of fixation (2 cases), and peri-implant fracture after bone union (1 case). The average operating time for plate removal was 71.3 minutes, five cases required more than 120 minutes. Six cases required tearing the plate off the bone by levering with a total of 10 screws still attached because of difficulty removing the screw. Two pts developed a postoperative superficial wound infection that required treatment with oral antibiotics. One pt had a postoperative peroneal nerve palsy that recovered spontaneously.